Manufacturer narrative:
Per tandem¿s t:slim user guide: humalog has been tested by tandem diabetes care, inc. And found to be safe for use in the t:slim pump. Humalog was tested for up to 48 hours as labeled. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. Troubleshooting did not occur as the customer's husband changed the cartridge, infusion set tubing, and site. Reportedly, the customer's blood glucose (bg) level was in the 500's (mg/dl) and was treated by the customer's husband administering a bolus with the new supplies. The customer is blind and usually receives treatment from the husband. It was noted that the cartridge had been in use for 4 days. It was noted in a follow up with the customer that their bg level decreased to 170 mg/dl.